Manufacturer narrative:
The customer contact reported there is no patient information available. (B)(4). Gehc recommended to replace the display unit and the anesthesia control board.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly cycled power to resolve. There was no reported patient injury.